Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system broke at the puncture site.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8079081. Our records show the reported lot was manufactured in may of 2018, and determined that this is the only instance of a broken catheter occurring in this batch of intima ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our quality engineers took the sample submitted and subjected it to microscopic inspection. During their observation they were unable to identify any defects in the tubing material that would have led to the broken catheter, it was also noted that the broken section of the catheter was rough, a characteristic consistent with tubing that has been pulled apart. Based on these findings and description of events, our engineers were able to determine the root cause for this event as the duration of the catheter was in use. According to the instructions for use the intima-ii should be replaced every 72 hours, any duration longer than that runs the risk of breaking.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system broke at the puncture site.